Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had increased pain due to unsatisfactory analgesia and mobile pump in pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2019-may-02. It was reported that the outcome was unresolved at the time of study exit/death/study closure. Additional information received indicated the patient died on (B)(6) 2019. The cause of the death was due to a lung infection, which was not related to device, procedure, or therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (4.0 mg at 0.87425 mg/day) and unknown baclofen (1100 mcg at 240.41739 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the healthcare provider noted the pump was mobile abutting ribs on (B)(6) 2019. The patient had an increase in pain since 2018, which had not been resolved at this time. The patient's weight was not measured. It was indicated the event was unlikely related to the device or therapy and possibly related to the implant procedure. No actions were taken and the issue was ongoing.